Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3986ilc, lot # n25607, implanted: (B)(6) 2002, product type lead; product ID 3986ilc, lot # n25607, implanted: (B)(6) 2002, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Event description:
It was reported that there was a revision taking place on the day of this report. It was noted that they may remove the entire system but it was unclear what they would remove or replace during the procedure. The reason for the revision was unknown. Additional information requested but had not been received as of the date of this report.

Event description:
It was further reported that the lead and the stimulator were removed. The patient was doing "great." It was clarified that the stimulator was depleted. A new lead was placed for better coverage. Additional information was requested. If received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The depletion was considered to be normal and there were no malfunctions.